Event description:
It was reported that during a laparoscopic sigmoidectomy, the device was used without any issues. A leak test was done and was okay. Two days later, the patient returned for a reoperation due to a leak. Unsure what caused the leak, but leak was at anastomotic site. A conventional cutter, blue, was used for the proximal resection and an endocutter was used for the distal resection. Patient is doing fine. No device is returning. Additional information has been requested.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. No device is returning. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.